Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over fifteen (15) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the " foreign material in the nozzle" malfunction could not be identified nor the type of material. The event can be prevented by following the instructions for use which state: instructions for evis lucera gif/cf/pcf type 260 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual, chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Even though the customer provided the cleaning disinfection and sterilization checklist, it still unknown if there were any deviations from IFU in reprocessing steps for the area foreign material remained. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a discolored objective lens and control unit, a partial dark area in the image, a lack of image on the monitor due to dirt on the objective lens, a flare that occurred, a chipped adhesive on the bending section cover, a deformed bending tube, peeled paint on the suction cylinder and air/water cylinder, a shaved suction cylinder, a corroded electrical connector due to a water leakage, and the angle in the up direction did not meet the standard value due to the wear of angle wire. The following components were found scratched: connecting tube, plastic distal end cover, protector of the universal cord on the control section side and the scope connector side, lock engagement lever, free engage knob, right/left knob, upward/downward angulation control knob, scope cover, scope connector, universal cord, grip, objective lens, and control unit. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was delay in the start of the pre-cleaning, and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1: (B)(6) (added here due to character limitation).

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the nozzle. There were no reports of patient involvement.